Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade unknown.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, wear abrasion, creases, and voids in the gel observed after autoclave disinfection process. A weight test of the device was verified and the device was within specification. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless, it was considered non-related to the manufacturing process since the device was received out of primary packaging/was an explanted device. Based on the device analysis the final assessment was creases/folding of implant condition was observed, nevertheless, was not related to the manufacturing process, and no openings were observed on the device/issues related with the complaint of rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.